Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unknown. According to the reporter: a piece of the seal fell off into patient preperitoneal operative site. Port began to leak pneumoperitoneum after that. No tissue damage. This occurred nearing the end of case, did not insert another trocar. No patient injury was reported.